Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported that this right atrial (ra) lead was surgically abandoned (capped) during device change out. Additional information from the field representative revealed the ra lead exhibited high threshold measurements (5.0v at 0.2ms). The pt was upgraded to biventricular (biv) pacemaker thus the physician decided to implant a new atrial lead to lengthen the longevity of the biv. The ra lead was no longer in service. No adverse pt effects were reported. The lead was actively implanted for approximately 12 years, 7 months.